Event description:
The customer reported that a pt has been able to free one hand from the restraint by doing a weight curl like motion and the strap in the d ring gives way. There was no pt injury reported.

Manufacturer narrative:
(B) (4) belt slips through d ring. Product has been requested to be returned but has not been received. (B) (4).